Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(4) 2019, mentor became aware that patient was presented with bilateral capsular contracture; baker grade IV. And also that the devices were explanted, and replaced with catalog number 350-4754bc ; s/n: (B)(4) on left side and s/n: (B)(4) on the right side on (B)(6) 2019. On 4/20/2019, the mentor failure analysis lab received the device for evaluation. On 7/26/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: capsular contracture; baker grade IV. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with 400 cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade IV confirmed by MRI on (B)(6) 2018. As a result, the devices were explanted, and replaced with catalog number 350-4754bc ; s/n: (B)(4) on left side and s/n: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.